Manufacturer narrative:
The "date of event" was not provided. The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Provider alleges consumer came out of her apartment building and fell with scooter into a hole that had no safety cone next to it. Consumer claims (B)(6) was working near by.

Manufacturer narrative:
The device was returned and evaluated. The text of complaint indicates the alleged incident was not related to the scooter's design or performance.

Event description:
Provider alleges consumer came out of her apartment building and fell with scooter into a hole that had no safety cone next to it. Consumer claims (B)(6) was working near by.